Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that "powerglide placed on 10/3. On 10/22 the rn flushed the line and flush came from the hub and they pulled line out and the catheter was not attached to the hub. They don¿t know where the catheter is."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "powerglide placed on (B)(6). On (B)(6), the rn flushed the line and flush came from the hub and they pulled line out and the catheter was not attached to the hub. They don¿t know where the catheter is." Additional information received on 11/14/2022: catheter was used on a patient and secured with a statlock. The device was found removed from the patient with the statlock attachment but the cathlon missing from the hub. It is unclear where the cathlon is-per radiographic exams, it is not in the patient and no surgery was required. No patient harm was identified or reported. A new device was not placed.